Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using powerport isp MRI via internal jugular vein for the port placement in the right chest wall. It was reported that prior to a port placement preparation procedure after opening the packaging the catheter was allegedly found ruptured and fluid leaked. There was no patient contact.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using powerport isp MRI via internal jugular vein for the port placement in the right chest wall. It was reported that prior to a port placement preparation procedure after opening the packaging the catheter was allegedly found ruptured and fluid leaked. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the sample was not returned for evaluation, four electronic photo was provided and reviewed. The photos show partial view of a clinician holding the catheter in which a fluid droplet was noted on the catheter tube. However, it is unsure whether the leak caused by the catheter from the provided photo as no catheter break surface was noted due to poor quality image. Therefore, the investigation is inconclusive for the reported catheter fracture and fluid leak issues as there was no objective evidence obtained from the provided photo. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required g3, h6 (device, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.